Event description:
The device was placed for use during an angioplasty procedure. The 7fr, 14mm by 2cm balloon was advanced through the introducer. During introduction of the balloon catheter, the sheath material separated from the hub. The sheath was grasped, but could not be removed due to o.r. For surgical cutdown and successful removal of the sheath material.